Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device presented atrial signal undersensing. Technical services recommended to increase the device threshold sensitivity. A follow up was sent to the sales representative for the resolution of this issue. The representative indicated that no additional information was available. No adverse patient effects were reported. This device as far as the information that has been received is still implanted and in service. Should additional information be received, an updated report will be provided.